Event description:
The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, e2, e3, g2 , h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was evaluated by a third party and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of other medical device (spyglass video controller). The issue resolved when the oev262h was directly connected to the processor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high definition liquid crystal display (lcd) monitor screen flickered on and off. It is unknown when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting: the was not related to the equipment but rather to the off label spyglass video controller. The customer was advised to remove the controller and connected the display directly to the processor and the display resumed functionality with no issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.